Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices present the issue (breakage suture), in event description mention "the suture broke" however it indicates "residents were using the sutures"? More than one but the exact quantity is unknown. This has happened during multiple procedures, but an exact number has not been given. Were these cases previously reported to ethicon? No. What is the lot number? Lot not available and no product available to return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® .active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The surgeon stated that the suture broke during the closing of the procedure. The surgeon also stated that her residents were using the sutures when it happened. No adverse patient consequences were reported. Additional information was requested.